Event description:
The customer reported the device was failing to pace in testing.

Manufacturer narrative:
The customer reported the device was failing to pace in testing. The philips response center staff guided the customer through the test over the phone with no trouble found. In 2009, hospital's biomedical engineer reported to philips that the device was in service with no additional issues reported. This issue was consistent with a user error during testing and not a malfunction.